Event description:
The customer reported being hospitalized due to high blood glucose of 508 mg/dl. The customer was experiencing unexplained high glucose for the past weeks. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming in the insulin pump was correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.